Event description:
Reportedly during a tonsillectomy the doctor was flushing out the nasal flair and a piece of plastic from a ear ulcer syringe got lodge in the nasal bed of the pt. The pt started bleeding in post op and required cauterization.